Event description:
Revision surgery - due to the patient falling out of their wheelchair. Prior to that the patient's shoulder was chronically dislocating while sleeping on his shoulder.

Manufacturer narrative:
Revision surgery - the patient was chronically dislocating. Due to the patient sleeping on their shoulder and falling out of their wheel chair. The reason for this revision surgery was the patient's shoulder dislocated. The length of in vivo service was 2.2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: (B)(4) for dislocations, (B)(4) for pain, (B)(4) for infections, (B)(4) trauma, (B)(4) for looseness and stability and others not associated with product issues. This is the first complaint against this lot number. This event is deemed as non-product related. The root cause in this case was a fall; the patient was sleeping on their shoulder and fell out of their wheelchair dislocating their shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.